Event description:
The silverhawk device was introduced through the sheath (6 fr arrow brite) and it performed normally unitl device removal. The physician was having difficulty removing the silverhawk device, and pulled back with enough force to detach the nosecone. Upon removing the sheath, it was determined that the sheath had a hole in the sidewall, which the silverhawk device had been advanced through. The nosecone was caught on the outside of the sheath, causing the nosecone to separate. The silverhawk failure was a direct result of the sheath failure.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Additional information from ipu: always use direct fluoroscopic observation when manipulating the silverhawk peripheral catheter in the peripheral vessels. If resistance is met during manipulation, determine the cause of the resistance before proceeding.